Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified high scan was received on the sensor when compared to a healthcare professional (hcp) meter result. The customer experienced pain, a seizure, disorientation, and a loss of consciousness and was unable to self-treat. The customer had contact with an hcp who administered detro intravenously for the diagnosis of hypoglycemia. A blood glucose result of 147 mg/dl was reported from the hcp meter. No further information was provided. There was no report of death or permanent injury associated with this event. Reportedly, a sensor scan of 372 mg/dl when compared to a healthcare professional meter result of 158 mg/dl. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant.